Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level and low blood glucose levels. Customer had high blood glucose level of 32 mmol/l. Customer had low blood glucose level of 2.2 mmol/l. Customer was treated with food for low blood glucose level. Customer had blood glucose level of 7.7 mmol/l. Customer stated insulin pump had pump error alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump over delivering. Customer will discontinue use of the device.